Event description:
It was reported that during a thr procedure, tip broke off while the stem was being extracted. No delay. Backup device available. No impact or injury to patient reported.

Manufacturer narrative:
It was reported that during a thr procedure, tip of the extraction screw (B)(6)) broke off while the stem was being extracted. The complaint device, used in treatment, was returned for investigation. The reported failure mode was confirmed upon visual inspection. This is a known failure mode. The root cause is attributed to wear and tear. A new design of the device has been released in order to reduce the re-occurrence of this issue. This version of the device will be monitored for similar issues. The complaint device will be discarded.